Event description:
Allegedly the patient referred a crack noise with potential neck fracture.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01234. This event occurred in (B)(6).